Event description:
Customer reports eight incidents of blood leaks occurring in 02/2001 all at the onset of patient treatment. All incidents were noted by a blood leak alarm and visible blood in te dialysate. Treatments were continued with new dialyzers and new bloodliness witthout incidentt. No patient injuries or medical intervenions reported.